Event description:
After sustaining a trauma in november, the pt began experiencing pain. Surgery revealed that the plate had broken. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: metallurgical analysis shows the plate broke due to materialfatigue. There is insufficient info provided to determine the cause of this event.